Event description:
It was reported that this right ventricular (rv) lead had delivered one burst of inappropriate anti-tachycardia pacing (atp). 10 ventricular events were stored over four days and contained oversensed noise. Rv pace and shock impedances were stable and within normal limits. It was noted that the rv lead was implanted in 2012. This rv lead was surgically abandoned and replaced. It was noted that the patient's ejection fraction (ef) had recovered to 55-60 percent, and the physician felt the best course of action was to place a new pacing lead and downgrade to a crt-p system. The rv lead was observed under fluoroscopy, as well as visually after removing the can, and there was no visible lead integrity concern. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No device details are available. Received voluntary anonymous medwatch report: mw5186660.

Manufacturer narrative:
Combination product: yes. Biotronik submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by biotronik, or its employees that the device, biotronik, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Biotronik will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.